Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard; not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ per additional information provided: (B)(6) 2015 - patient was diagnosed with right-sided spigelian hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿the defect was identified and a ventralex mesh was placed and sutured.¿ (B)(6) 2016 - patient was diagnosed with right inguinal pain thereby underwent right ilioinguinal neurolysis and removal of mesh. Per operative notes, ¿there was dense scar tissue encountered and a segment of ilioinguinal nerve was excised. The mesh was fully excised and removed. The residual muscle was fibrotic to some degree, the defect was then repaired using sutures.¿ attorney alleged that the patient had pain and mesh removal.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. H11: this supplemental emdr is submitted to document additional information provided and to correct patient sex. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 8 months post implant of mesh - ventralex, patient was diagnosed with nerve damage, fibrosis, scar tissue and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list pain as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-sep-2014) is considered to be a best estimate. Updated fields: a2, b2, b3 (date of event), b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no.), d.6b (date of explant), g1, g3, g6, h2, h4 (manufacturing date), h6, h10, h11. Corrected field: a3 (sex). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.